Manufacturer narrative:
MFR contacted facility on reported case of 'chemical colitis'. Contact person stated a pt reported having problems after procedure was performed. Hospitalization did occur. No further pt info/status was available at time of conversation. Dsd machine having excessive foaming issues at the end of alcohol and air cycle leaving residual foam on the scope and ports. For pt safety, the facility is currently performing add'l manual rinsing and flushing of scopes after dsd reprocessing cycle. Facility has conducted investigation that confirmed the residual liquid on the scopes to be a glutaraldehyde solution. MFR distributor is in the process of resolving machine malfunctions but no clear resolution has been reached at this time. Investigation is on-going at present time. Note: facility initially reported incident of 'chemical colitis" to distributor. MFR was contacted by facility for add'l assistance and thus became aware of incident.

Event description:
Facility reported a case of chemical colitis. Facility noted the dsd (endoscope disinfector) had been experiencing excessive foaming, which could leave chemical residue.